Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR 2134265-2017-13135 and MDR 2134265-2017-13136. It was reported that in-stent restenosis occurred. On (B)(6) 2017, the index procedure was performed. The patient presented with critical ischemia, gangrene of the toes and resting pain the right leg. An angiogram of the right popliteal artery showed that it was occluded. An angiogram of the right superficial femoral artery (sfa) showed it was occluded. A 5x150 innova¿ stent was placed in the right popliteal artery. The stent was post-dilated with a non-bsc balloon. Pre-treatment stenosis was 50% and post-treatment stenosis was 0%. A 5x150 innova¿ stent was placed in the distal right sfa. The stent was post-dilated with a non-bsc balloon. Pre-treatment stenosis was 50% and post-treatment was 0%. A 6x80 innova¿ stent was placed in the proximal right sfa. The stent was post-dilated with a non-bsc balloon. Pre-treatment stenosis was 50% and post-treatment was 0%. The procedure had excellent results with palpable pulses post intervention. The patient condition was stable. On (B)(6) 2017, the patient presented with in-stent restenosis in both 5x150 innova¿ stents and the 6x80 innova¿ stent. An angiogram showed the right sfa was occluded and the right popliteal artery was occluded. The right sfa was balloon dilated with a non-bsc device resulting in post-treatment stenosis at 99%. The right popliteal artery was balloon dilated resulting in post-treatment stenosis at 99%. The right sfa was athrectomized with a boston scientific jetstream device resulting in post-treatment stenosis at 80%. The right popliteal artery was athrectomized with a boston scientific jetstream device resulting in post-treatment stenosis at 90%. The right sfa was balloon dilated with a boston scientific sterling balloon resulting in post-treatment stenosis at 50%. The right popliteal artery was balloon dilated with a boston scientific sterling balloon resulting in post-treatment stenosis at 50%. The right sfa was balloon dilated with a boston scientific sterling balloon resulting in post-treatment stenosis at 0%. The right popliteal artery was balloon dilated with a boston scientific sterling balloon resulting in post-treatment stenosis at 0%. The procedure had improved foot perfusion, doppler signals and warmth. The patient¿s condition was stable.